Manufacturer narrative:
Conclusion: this vital-port model is supplied pre-attached. The analysis of the returned components suggests that is possible that the port was disassembled during the implant procedure, trimmed and reassembled without advancing the catheter over the bump of the outlet tube as directed by the suggested instructions for use.

Event description:
Cook customer relations reported for customer, "the silicone catheter portion became detached from the actual port and migrated to the heart and needed to be retrieved. The port had been in place for a few months, the port was placed approximately in 2009. Patient had a chest x-ray and physician noticed, it was dislodged in the heart. The sleeve that covers the silicone catheter was still in place." Patient underwent a secondary procedure, you retrieve the dislodged portion.